Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 501 mg/dl with trace ketones. During a system check with tandem technical support (cts), the customer disconnected from the site and conducted a 5 unit prime; however, the customer was unable to see drops of insulin until 10 units were delivered. The customer disconnected tubing from the luer lock and confirmed that an insulin ball was visible at the end of the cartridge pigtail. Cts stated that this indicated possible partial blockage, as customer should have seen multiple insulin drops if there was no blockage; customer acknowledged. Cts informed the customer that the partial blockage was most likely the cause of the customer's impacted bg level; customer acknowledged. Customer obtained a new infusion set, changed cartridge, and successfully resumed insulin delivery. Customer addressed impacted bg level with manual injections.

Manufacturer narrative:
This event was inadvertently filed. The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. (B)(4).